Manufacturer narrative:
(B)(4). The report that the user could not start an infusion was confirmed but not replicated. A review of the pc unit event log, found events suggesting that the user experienced a communication error on pump module sn (B)(4) while the device was idle and a channel disconnect event on pump module sn (B)(4) while it was being programmed. Based on the events found in the log, the connection between the right side of pump module sn (B)(4) and the left side of pump module sn (B)(4) was the suspect interface causing the communication error. Based on the events found in the log, the connection between the right side of pump module sn (B)(4) and the left side of pump module sn (B)(4) was the suspect interface causing the channel disconnect event. A close inspection of the iui connectors on the modules with sns (B)(4) and (B)(4) (pump module (B)(4) was not returned and was not evaluated) noted the presence of corrosion and a contaminant film. Although testing was unable to replicate the channel disconnect/communication error events, the customer's reported experience is believed to be attributed to contaminated and corroded iui connector pins. The proximate cause for the customer's reported experience is believed to be attributed to contaminated and corroded pins on the iui connectors. Either interfaced iui connector between the pump modules could have been the source of iui continuity intermittency that led to the noted error events. The root cause for the presence of contamination and corrosion on the iui connectors is not known but may be an indication of needed improvement in the cleaning and pm activities being performed.

Event description:
The customer reported that an rn was about to start an infusion when the pump alarmed with "check IV set." The module was moved and a new pump module was attached. The rn reported that after attaching the new pump module, lights flashed, the pump's screen went blank, and the pump spontaneously turned off. The biomed stated that according to the incident report, the pump module was changed from one pc unit to another pc unit. The biomed requested an event log review to determine the cause of the problem and the serial number of second pc unit (if possible) and any other event details. No other clinical details were given except the event occurred on the second floor ICU, and no patient injury was reported.